Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead had dislodged. Repositioning was unsuccessful. The lead was explanted.